Event description:
It was reported that during system boot up, an intermittent system shut-down occurred. The user replaced the dc/dc power supply and system is working normally. There was no patient involvement as this occurred when the system was starting up. No additional information was provided.

Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment.

Event description:
It was reported that during system boot up, an intermittent system shut-down occurred. The user replaced the dc/dc power supply and system is working normally. There was no patient involvement as this occurred when the system was starting up. No additional information was provided.

Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment.